Event description:
It was reported that historically the patient had a high right ventricular (rv) lead threshold and noise was seen recorded on false high ventricular rate electrograms (egms). The rv lead was extracted and replaced. No issues were observed with the patient, and the patient remained stable before, during, and after the procedure.